Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu) follow-up of patient 06 in the triathlon tritanium study (B)(4).

Manufacturer narrative:
An event regarding less dense bone around the tibia prostheses involving a tritanium baseplate was reported. Through the investigation it was confirmed that the baseplate was malpositioned. Method and results: device evaluation and results: not performed as no items were returned; they remain implanted. Medical records received and evaluation: "there is some degree of baseplate malposition with a 3° oblique joint line and 10° posterior tibial baseplate slope with radiolucent lines visible below almost the entire baseplate at 3-months follow-up accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. Because optimal component choice and positioning are the responsibility of the surgeon, root cause of failure is an adverse mix of procedure-related factors (baseplate malposition with imperfect surgical preparation of tibial bone plane). Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated: baseplate malposition in excessive posterior tibial slope and slightly oblique joint line. Multiple surgical factors have contributed to less optimal fit between baseplate and tibial bone with the same factors contributing to a relative overload condition adversely influencing bone ingrowth conditions for a tritanium baseplate that has already critical bone ingrowth requirements. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu) follow-up of patient 06 in the (B)(4) study.